Event description:
The customer reported via phone call being hospitalized due to high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose was 776 mg/dl and was sent to the intensive care unit. She had treated with boluses. Upon admission, she was taken off the insulin pump and treated with manual injections she experienced nausea, rapid heart rate and chest pain. Her blood glucose lowered to 380 mg/dl. When she returned home after 2 days of admission with the insulin pump on, she experienced high blood glucose again without any alarms. Her blood glucose was over 370 mg/dl. Her most recent blood glucose was 132 mg/dl. She complained of nausea and heart pain. Upon troubleshooting, the insulin pump passed the high pressure test. She was advised that the insulin pump worked as designed. She was advised to consult her doctor regarding the unexplained high blood glucose and agreed to return the infusion sets for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.